Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting, in situ measurements showed affected channels. The parents did not realize that the user could not hear on the left side (bilateral patient). The parents did not report any specific incident of trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting, in situ measurements showed affected channels. He parents did not realize that the user could not hear with the device on the left side since the recipient is bilateral implanted. The user was re-implanted on (B)(6) 2019.